Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 20 mg/dl; cause was not known. The customer was treated with intravenous fluids of saline to address the bg. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.